Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 21529054, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was recevied that the patients leads had migrated which caused the patient to experience stimulation in the abdomen and to no longer get good coverage. The patient underwent a revision procedure wherein the leads were replaced no device malfunction was suspected. The patient was doing well postoperatively.